Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was unable to power up.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to power up) has been confirmed. As received, the battery charger/modem was unable to power on or charge a battery. The cause for the failure was isolated to a contaminated battery board and the current controlling transistor q1 was internally shorted on the charger bedside board. The cause for the failure was isolated to the contaminated battery board and was isolated to the contaminated battery board and internally shorted components. The root cause for the contamination was ingress of an unk liquid. The root cause of the internally shorted components was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.